Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. The cg stated that the unused final line clamp was left open. The mother stated that the hp had been playing with the clamp and had left it open by mistake. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error-open clamp.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 8. Per the initial report, the home patient (hp) had a system error 2240 (air in the set) alarm. The cg stated that the unused final line clamp was left open. Global product surveillance (ps) contacted home patient's (hp) mother on (B)(6) 2012 regarding the reported problem. The mother stated that the hp had been playing with the clamp and had left it open by mistake. There was no patient injury or medical intervention reported.